Event description:
It was observed during the device inspection, that the adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Correction to g3 on the initial MDR, the aware date should have been oct. 22, 2024. Correction to h6 (component code) of the initial report. " 866 - lenses" is being corrected to " 3194 - adhesive". Correction to h6 (medical device problem code) of the initial report. " 4048 - failure to clean adequately¿ is being corrected to ¿1454-peeled/delaminated¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that it was caused by physical stress from bumping the distal end of the scope or dropping the distal end, or chemical stress from the chemical solution used. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): operation manual for ltf-s190-10 important information ¿ please read before use ¦ dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual for ltf-s190-10 3.1 compatibility summary methods listed as ¿compatible¿ in table 3.1 and table 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may led to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. 3.1 compatibility summary: ¦list of compatible methods validated in terms of biological efficacy and material durability sterilization by sterrad®50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus. Olympus will continue to monitor the field performance of this device.